Event description:
It was reported the patient experienced an open wound with "purulent drainage" at the ins ipg site. Reportedly, the wound had been open for a week and the ipg header was visible. Subsequently, the patient's drg system was removed.